Manufacturer narrative:
There was no death or serious injury associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed at the distributor, in accordance with recommendations from zoll manufacturing corporation. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry. The patient's nurse reported that the patient was treated 9 times by the lifevest. It was then reported that the patient indicated being treated 3 times. The patient was reportedly conscious at the time of the event. There is no download data available at this time and the patient's monitor has not yet been returned from the field. The treatment event cannot be confirmed. There is no allegation of any serious injury resulting from the treatment event. As the event was reported by a medical professional, submitting an initial MDR and leaving the complaint open to await the return of the equipment and confirmation of the alleged treatment event. Monitor sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files from the last available download. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to an inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The internal audit indicates that the MDR report number was created on 04/14/2019. A us distributor contacted zoll to report that a patient was treated by the lifevest. The patient's nurse reported that the patient was treated 9 times by the lifevest. It was then reported that the patient indicated being treated 3 times. The patient was reportedly conscious at the time of the event.